Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Pm implanted in january 2018. Explanted on (B)(6) 2024 due to premature depletion of the pacemaker battery after 6 years (usually changed after 10 years). The patient was implanted with another pacemaker (ref tpm014c from microport crm france sas). Consequences for the patient: premature change of pacemaker.

Manufacturer narrative:
The conclusions are as follows: - since no patient follow-ups were provided, no longevity study could be performed. Therefore, the investigation has been based on the device¿s physical expertise. - upon reception, the returned device was not able to pace (end of life). The device has been opened and no abnormality such as overconsumption has been noticed. - it should be noted that the device¿s longevity is based on the programming. - based on the available data, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, the pacemaker has been implanted in (B)(6) 2018 and has been explanted on (B)(6) 2024. The physician is wondering wheter or not a premature battery depletion has occurred.